Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. Customer reloaded the same cartridge and fill estimate was accurate. Customer's blood glucose was 240 mg/dl.